Event description:
It was reported that the patient presented for follow-up via merlin.net. A review of the transmission revealed loss of capture and high pacing impedance exhibited by the right ventricular lead. Programming interventions were made. The patient was stable.